Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated and low blood glucose (bg) levels since starting use on the tandem pump. Bg values were not provided. Tandem clinical team spoke with the customer and identified that customer was transitioning from use on an alternate pump to the tandem pump. Clinical team educated customer that different pumps have different methods of insulin delivery and recommended that customer consult with healthcare provider to discuss settings adjustments. The customer acknowledged the information provided.